Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a primary rotator cuff repair, the anchor failed to tension the suture limb, it appeared that snare broke when tensioning. The anchor was removed and replaced with a new one., in the same bone hole. No patient injuries or significant delay were reported.

Manufacturer narrative:
The reported speedscrew implant device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿during a primary rotator cuff repair, the anchor failed to tension the suture limb, it appeared that snare broke when tensioning. The anchor was removed and replaced with a new one, in the same bone hole.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) excessive tensioning, (2) inadequate tension distribution applied to cuff. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.